Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Z.s.g.m. Cutter 1.5:1 ratio caution: sharp; part number- 00770301500; serial number- (B)(4).

Event description:
It was reported that there was a problem during surgery with the unit not catching the skin. There was no harm involved, but the delay was greater than 30 minutes. An alternate device was available to complete the procedure. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. D4 - UDI number: (B)(4). Product review of the zsgm serial number (B)(6) by zimmer-australia on 2 june 2020 revealed that the comb was damaged, the handle ratchet was not working properly due to the ratchet assembly, and the unit was out of calibration. Repair of the device was performed by zimmer-australia on 10 june 2020 which included replacement of the following: comb. Additional repair included testing and calibrating the device the device, serial number (B)(6) , was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.